Manufacturer narrative:
Combination product: yes.

Event description:
The shock lead impedance is > 150 after mitral valve clip placement. Dft was performed and was successful. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 lead capped. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The shock lead impedance is > 150 after mitral valve clip placement. Dft was performed and was successful. Lead remains implanted. Should additional information be received, this file will be updated.